Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sw 4.11c. Retainer ring black. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests. No unexpected pump error 42, 3, 54, 53 noted during testing. However, pump error 53 (filenumber = 2005, linenumber = 5632), is found in the pump history due to software error. Unit p-cap / test reservoir lock in place properly.

Event description:
Medtronic received information that pump error 3, pump error 54, pump error 53, pump error 42 occurred. There was no adverse impact or consequence reported as a result of this event.